Event description:
The doctor claims that during an aortic intrarenal aneurysm procedure, the graft leaked blood through its wall (quanitity unknown at this time) immediately after being implanted. The graft blood-tight on its own. There was no injury or complication to the pt. The clinical outcome was good. The pt's post-operative condition was good. In 2/2001, the company learned the following: the quantity of blood lost through the graft was approximately 150cc. The blood leaked from the two iliac walls after anastomosis. The duration of the leakage was approximately 30 minutes. No transfusion was needed. The leakage was not deemed life-threatening. The pt's post-operative and present condition is good. Based upon info received, the graft appears, at this time, to have been left in.